Manufacturer narrative:
H.6. Investigation: bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for severed tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for severed tube with the incident lot was observed. Based on the customer photo and sample provided, the most likely cause of this incident is that the tubing was not properly seated in the package and parts of it was hanging out of the package. When the package was sealed and cut by the blade, that part of the tubing was also cut. There is a camera checking for out of form tubing. This defect was not detected by a production associate and was inadvertently packed out. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced an issue with failure of the product to contain blood/medication. The following information was provided by the initial reporter and translated to english. The customer stated: "it was cut off when the connecting tube was opened." No further information available at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer¿ push button blood collection set experienced an issue with failure of the product to contain blood/medication. The following information was provided by the initial reporter and translated to english. The customer stated: "it was cut off when the connecting tube was opened." No further information available at this time.